Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed as the system arm drifts due to an uneven floor in the operating room. Arm 4 proved to drift when using grip and go. System inspected, tested and verified as ready for use.

Event description:
It was reported during a da vinci-assisted procedure the surgeon pressed the port clutch on arm 1 and then arm 4 started drifting way out. Surgeon was able to complete the case, but the system has been moved around to other rooms and the same thing occurs. The procedure continued as planned with no reported patient injury.